Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during as soon as treatment started with a polyflux 14ldialyzer, external fluid leakage was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however a pictures and a video were received and evaluated. The visual inspection of the provided video showed the product during treatment. A dripping of the dialysate fluid between the housing and the header was visible. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.